Manufacturer narrative:
A review of synthes device history record for manufacturing revealed no complaint related issues.

Event description:
On (B)(6) 2011, pt with a femur fracture underwent an intertrochanteric nailing procedure. Post-op, the nail shifted, the helical blade cut out and the fracture collapsed. During revision surgery on (B)(6) 2011, surgeon discovered an infection and believes this lead to the collapse of the fracture. The nail, blade and screw were explanted. Pt is elderly and bed-ridden. This report is # 1 of 3 for the same event.